Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with 2 sensors. Customer stated that he had a low reading on the insulin pump at 68 mg/dl. Customer had some orange juice and a trail mix bar worth 25 grams of carbs. Customer stated that it dropped his blood glucose to 58 mg/dl. Customer stated that he got another juice and 2 more bars. Customer suspended the pump and when he got home, his blood glucose level was over 600 mg/dl. Customer confirmed that the cannula pulled out entirely with the sensor. Customer will be sent replacement sensors. Customer declined troubleshooting for the difference in sensor glucose and blood glucose readings.